Event description:
I started using fixodent, poligrip in 1986 to present. I started having seizures and experiencing numbness and tingling in my extremities in 2003. I was diagnosed with neuropathy in 2003 and I am currently on medication. Dose or amount: denture cream, frequency: 3 x daily, route: oral. Dates of use: 1986 - present. Event abated after use: no.